Manufacturer narrative:
The sample was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. An unspecified monarch cartridge was indicated. The company 20.0 diopter lens is qualified for use in the is qualified for use in the company cartridges only. It is unknown if a qualified cartridge model was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, a rupture of the posterior capsule and vitreous exit to the anterior chamber was identified in patient for which surgeon removed the company lens and performed anterior vitrectomy and replaced with another model lens during same procedure. Additional information has been requested, yet no new information received.